Event description:
The customer reported the halogen light source lamp bulb is off and the lamp holder is malfunctioning. The event occurred during preparation for use, prior to therapeutic plasma cutting procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a faulty lamp socket resulting in a lamp light-up failure was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes for the reported issue may include: - the lamp bulb went out due to the failure of the lamp holder. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.